Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: due to continued use, the pump data was found to be overwritten. A review of the pump history revealed the basal delivery to be accurate based on the user's programmed settings. The returned battery was used to complete the investigation. The pump passed the delivery accuracy test with no delivery defects found. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim, faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated the patient experienced a blood glucose (bg) value up to 406mg/dl with abdominal pain. It was noted that the school nurse contacted the reporter due to an "empty cartridge" alarm that the pump emitted around 9am. The patient's bg was reported to be in low 200mg/dl range prior to receiving the empty cartridge alarm. The school nurse was reportedly given instructions to treat the patient with 12.5 units of insulin via a syringe. The patient was reportedly taken to the hospital where he was treated with insulin via intravenous drip (IV) in the emergency room (ER). The patient's bg was reported to be in the 200mg/dl range and later discharged from the hospital. There were no site/set or cartridge issues noted and no issues noted with the pump. The pump reportedly suspended and the patient was aware that the pump alarmed. Customer support (cs) reviewed the pump history and noted that patient's bg was in the 200mg/dl range during the night and in the 130 mg/dl to 150mg/dl range during the day. Cs recommended to the reporter that the patient's basal rate be increased during the night. The patient reportedly resumed insulin pump therapy. There was no indication of a pump malfunction and the pump is not being returned. This complaint is being reported as the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion as the patient was using an inadequate back up plan in addition to being a new pumper and needing settings adjustments.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.